Event description:
During primary surgery, surgeon impacted the liner into the shell, the shell moved. The liner was taken out to reposition the shell, and add screws for stability. A new liner was put in due to damage of the original liner during explanting.